Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021 and (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector. At the time of the event, her blood glucose level was 500 mg/dl which they tried to treat with a correction bolus via multiple daily injection. Moreover, the health care professional assessed the ketone level as dangerous/life threatening. The infusion set had been used for one to two days. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.